Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue; occurred during rewind. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: review of the black box data revealed four call service 064 alarms associated with high force due to occlusion during the prime step on (B)(6) 2016. On investigation, the pump powered on normally and was exercised for 24 hours without any call service alarms occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.